Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The customer found that the o-ring on the white blood cell (wbc) bath aperture was not sealed. The fse replaced the o-ring, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a clear leak from the coulter lh 780 hematology analyzer. The volume of the leak was about half an ml. The customer was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.